Manufacturer narrative:
Device evaluation: the intraocular lens was returned to the manufacturer for evaluation. Lens was returned cut in three pieces and with two haptics broken most probably to make the replacement of the lens. Surface residuals(particles, fibers, ovd residues) were observed on lens which indicates that the unit was handled and prepared for surgical use. The reported complaint was not verified. The complaint for folding/unfolding issue could not be verified. The manufacturing record and related documents show that the production order was manufactured according to specifications. There is no associated deviation or non-conformity report found related to this complaint and/or similar issues. During manufacturing process, all lenses are inspected for quality prior placing in a lens insert/case. A review of the complaint database did not indicate a product quality issue. No product deficiency was identified for the complaints reviewed. The directions for use (dfu) was reviewed which adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results, reported complaint was not confirmed and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens was inserted into the eye. The surgeon stated that it folded while in the eye and had to cut it out and replaced a new lens. No injury occurred. The incision was not enlarged. The customer was not able to confirm if the lens ever unfolded while in the eye, just that it was folded in the eye and had to be removed.